Event description:
It was reported that they were having trouble with the first arctic sun device, so they replaced it with s/n (B)(6). The first device gave an alarm that the patient could not reach target temperature, and the reservoir might be too full and not with the device to get the alarm number. With the current device (s/n (B)(6) the patient was not maintaining the target temperature of 36c. The patient was in the 35's or 36.5-36.8c. Currently patient was 36.7c and the water temperature was 9.8c. The flow was 0.3lpm. 7 month old baby on a neonatal pad. Had nurse disconnect and reconnect the pad using proper technique and check for kinks. They were able to identify a kink. Flow was 0.9lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 30 percentage. Baby was directly on the pad, but not taco-ed in. Suggested taco-ing the baby and continuing the monitor the flow rate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were having trouble with the first arctic sun device, so they replaced it with s/n (B)(6). The first device gave an alarm that the patient could not reach target temperature, and the reservoir might be too full and not with the device to get the alarm number. With the current device (s/n (B)(6)) the patient was not maintaining the target temperature of 36c. The patient was in the 35's or 36.5-36.8c. Currently patient was 36.7c and the water temperature was 9.8c. The flow was 0.3lpm. 7-month-old baby on a neonatal pad. Had nurse disconnect and reconnect the pad using proper technique and check for kinks. They were able to identify a kink. Flow was 0.9lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 30 percentage. Baby was directly on the pad, but not taco-ed in. Suggested taco-ing the baby and continuing the monitor the flow rate. Per follow up information received via task on 02oct2025, spoke with nurse who confirmed they ended up switching the neonate pad because the flow rate continued to drop every few minutes. After switching out the pad, the flow rate was good, and the water temperature was finally able to increase and rewarm patient. Therapy completed without further issue and was not sure if the original pad was kept but would inform charge nurse that a box should be coming. Nurse could not provide the serial number or status of the original device that had been exchanged, but remembered the alert received was a 113-temperature problem.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The first device gave an alarm that the patient could not reach target temperature, and the reservoir might be too full and not with the device to get the alarm number. With the current device (s/n (B)(6)) the patient was not maintaining the target temperature of 36c. The patient was in the 35's or 36.5-36.8c. Currently patient was 36.7c and the water temperature was 9.8c. The flow was 0.3lpm. 7-month-old baby on a neonatal pad. Had nurse disconnect and reconnect the pad using proper technique and check for kinks. They were able to identify a kink. Flow was 0.9lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 30 percentage. Baby was directly on the pad, but not taco-ed in. Suggested taco-ing the baby and continuing the monitor the flow rate. Per follow up information received via task on 02oct2025, spoke with nurse who confirmed they ended up switching the neonate pad because the flow rate continued to drop every few minutes. After switching out the pad, the flow rate was good, and the water temperature was finally able to increase and rewarm patient. Therapy completed without further issue and was not sure if the original pad was kept but would inform charge nurse that a box should be coming. Nurse could not provide the serial number or status of the original device that had been exchanged, but remembered the alert received was a 113-temperature problem. A DHR review is not required as the serial number is unknown. The serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.